Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the ketone test strips. Customer stated that he had purchased a vial of the ketone test strips and that the vial had been open. Customer reported that the box/seal did not appear to be tampered with. This was the first time the customer used the product out of the package and there was no evidence of the product being used previously. The customer feels well and did not report any symptoms. No medical attention related to the use of the product was reported. Customer stated he would return to the pharmacy for replacement.

Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: ketone test strips were not returned for evaluation. Complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging and report attached into the case and root cause selected. No abnormalities observed. Most likely underline root cause mlc-063 poor tech-other. Damaged during transit.